Event description:
It was reported that the device experienced possible early battery depletion. The device was explanted and replaced. No patient comp lications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was received, analyzed and analysis revealed that the device time of rrt was (B)(6) 2012 with rrt <(><<)>= 2.6251 volts. Concomitant products: 2187 implantable pacing lead (B)(6) 2004; 7120 implantable defib lead (B)(6) 2004. (B)(4).